Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right atrial lead exhibited difficulty being fixated. The physician attempted several times to implant the lead but were unsuccessful. The lead was not used and replaced. The patient was in stable condition.